Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, yellow particles, device appearance (air cavities are observed but it is not considered a defect due to location around the non-textured part) and an opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a crease(smooth) opening on posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a crease(smooth) opening on posterior due to a fold (flaw) opening.

Event description:
Health professional additionally reported right side capsular contracture, baker grade unknown, and patient "dissatisfaction with implant size". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.